Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyk2063 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation. No device returned.

Event description:
During the procedure in order to remove the guide wire, the maneuver was allegedly difficult and the physician reportedly wasn't able to finalize it. In the attempt to remove the device, the cannula allegedly detached. With a surgical intervention they were said to have recovered the detached portion. Observing the removed portion, it reportedly seems that the wire was curved and the cannula wrapped on the wire.